Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the ej11 instrument was used in a case. The surgeon discovered that the plastic end of the device was located in the pt's abdomen, when an x-ray was performed. The pt is aware that the object has been found in the abdomen, and states having pain related to the foreign body. The pt is scheduled to have the foreign object removed.